Event description:
The customer reported that he has a problem with the reservoir. Customer stated when piston makes contact it continues to push insulin after the fourth reservoir issue stopped occurring. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
One opened/used reservoir was tested and it failed per specifications. Transfer guard was occluded and snap cap was loose.